Manufacturer narrative:
(B)(4). The devices were not returned. Therefore, an analysis cannot be performed. This device is used for therapeutic purposes.

Event description:
It was reported that two blades broke during an fess case. The curved portion of the blade popped and broke. Follow-up with the customer indicates that the tip broke off of the burs and they were able to retrieve the tips as they broke off. There was a slight delay in the case while replacement blades were attached. However, both cases were completed and there was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.